Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post implant, the pulse generator exhibited inappropriate measured longevity. A follow up was performed on (B)(6) 2014 and rf telemetry was functional and no error was displayed. The patient would be scheduled for further follow up in (B)(6) 2014.